Manufacturer narrative:
New information received indicates the become aware date to be (B)(6) 2021.

Manufacturer narrative:
New information received indicates the become aware date to be 02dec2021.

Event description:
It has been reported that device speakers are not functioning correctly.